Manufacturer narrative:
Retainer = clear. Customer returned the insulin pump for alleged the insulin pump is looping "rewind", and "reset insulin pump" with insulin pump errors found on (B)(6) 2021. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. The insulin pump primed properly and no unexpected insulin flow blocked alarms noted during testing or in the history files (B)(6) 2021. A review of the history files reveals that on (B)(6) 2021 there was one (1) insulin pump error 53 alarm (line number 5632 file number 2005) and one (1) insulin pump error 4 alarm (line number 2727, file number 32122) due to a software error. There were also seven (7) insulin pump error 43 alarms between 12:42 and 14:01 and nine (9) insulin pump error 130 alarms between 12:39 and 20:44. Per r&d engineer, insulin pump error 43 was triggered due to unexpected hal sensor value that could be caused by the strong magnetic field and insulin pump error 130 is mfda alarm and was expected when insulin pump was introduced to the strong magnetic field. The insulin pump was cut open for visual inspection. No damage or moisture damage on electronic assembly (electric 1 and electric 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, serial number label stained, missing end cap address label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads.prime/fill anomaly is not confirmed; the insulin pump primed properly during testing. The insulin pump error 4 and 53 alarms are confirmed due to a software error. The insulin pump error 43 and 130 alarms are confirmed and may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was looping rewind and reset pump errors and they kept coming up. Customer stated they were unable to exit the load reservoir process. No harm requiring medical intervention was reported. The device will be returned for analysis.